Event description:
The pt was hospitalized in the ICU (intensive care unit) the week of (B)(6) 2010 with symptoms of pneumonia and respiratory depression. The pump was interrogated (B)(6) 2010 and (B)(6) 2010 while the pt was in the ICU and the pump drug dose was decreased by 25% with each interrogation. The pump then delivered a minimum dose of baclofen 96 mcg and morphine sulfate 0.2 mg. The pt visited the managing hcp (healthcare provider) clinic on (B)(6) 2010. The reservoir was rinsed and new medication was added to the pump. The new medication was baclofen 500 mcg/ml with a dose of 250 mcg/day. Pt outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).